Event description:
A surgeon reporting having had 4 cases of endophthalmitis using the cataract surgical system and a laser assisted cataract surgical system recently. The customer is currently investigating the situation. They are looking into sterilization and possible air flow issues. The surgeon reports not having had any endophthalmitis cases in years, but 4 cases within the last 8 weeks. There were two patient affected in (B)(6) and two patients in (B)(6) 2015. Three out of the for reported cases used both the laser assisted system and the cataract extraction system. On the fourth case, only the cataract extraction system was used. This file will represent the case that occurred in march involving only the cataract extraction system.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).